Event description:
The pt was implanted with two leads from the same lot number. It ws reported the pt complained she was no longer receiving any pain relief from her stimulation. The pt was reprogrammed multiple times and effective stimulation coverage would be obtained but it would not last. The pt is scheduled to have her scs system removed. Follow-up identified the pt had her entire scs system removed on (B)(6) 2013.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.